Event description:
The customer reported via phone call that the insulin pump alarmed button error repeatedly. The customer noted that the esc button also felt as though it was getting stuck in the depressed position. She stated that she had to reset the insulin pump, but the button error alarm would recur every few hours. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened esc button dome switch. No button error alarm. The insulin pump had minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.